Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to a touch screen issue, g6 freeze fixed with improved software configuration. Per imt engineers, there is no hardware failure found. The misbehavior could be reproduced by wearing the device on the body. This is a known issue from production floor due to touch configuration. Replaced the user interface assembly and the unit fixed.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, the unit software version has been updated to latest version, v6.0.1200.0. Vyaire medical verify if the user interface assembly is on stock for replacement. Requested to send back the defective component for analysis. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000e ventilator has touchscreen issues. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.